Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and leaked during the injection. The following information was provided by the initial reporter: "consumer reported that the 2nd gen pen needle is not flushed with the skin during injection. Consumer also reported that the needle leaks during injection. Consumer stated that she prefers using the nano ultra fine instead of nano 2nd gen, stated that she knew the needle was going in deep enough but with the new design of 2nd gen, the needle does not go deep enough."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.